Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on (B)(4)2014 reported device is not marketed in the us, however, devices that use the same raw materials and/or processes are. Mfg site eval: eval on-going.